Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia) / I bleed for 6 month straight') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included multigravida, parity 4, uterine bleeding and dysfunctional uterine bleeding. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced calcium deficiency ("dental problems/ cavities calcium deficiencies") and underwent tooth extraction ("12 teeth removed started after the birth of my 1st child"). In (B)(6) 2008, the patient experienced loss of libido ("loss of libido"). In (B)(6) 2009, the patient experienced dermatitis contact ("rashes since placement/ rash or skin condition- type: looked like I had poison ivy from head to toe itchy"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous ("miscarriage"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the pregnancy with contraceptive device, abortion spontaneous, loss of libido, dermatitis contact, endometriosis, calcium deficiency, dyspareunia, weight increased, alopecia, abdominal pain and tooth extraction outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, calcium deficiency, dermatitis contact, dyspareunia, endometriosis, loss of libido, menorrhagia, pelvic pain, pregnancy with contraceptive device, tooth extraction, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2008 another pregnancy episode was captured in case: (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: pfs received: previously reported event- tooth disorder was replaced with specific event calcium deficiency, previously reported event- rash was replaced with specific event poison ivy rash, newly added events- tooth extraction, onset date of previously reported events were updated, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia) / I bleed for 6 month straight') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included pregnancy with contraceptive device in (B)(6) 2017, miscarriage in (B)(6) 2017, multigravida, parity 4 (dates of birth: (B)(6) 2000, (B)(6) 2003, (B)(6) 2007, (B)(6) 2008), uterine bleeding, dysfunctional uterine bleeding, obesity, unspecified, stress incontinence, rectocele, fibromyalgia, endometriosis, dysmenorrhea, myositis, anxiety, back pain, pain in joint, irritable bowel syndrome, arthritis, polycystic ovarian syndrome, cholecystectomy, uterine polypectomy, tonsillectomy and c-section. Previously administered products included for an unreported indication: tizanidine. Concurrent conditions included ovarian cyst and blood pressure increased. Concomitant products included diphenhydramine hydrochloride, metoprolol, pregabalin (lyrica) and promethazine. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced calcium deficiency ("dental problems/ cavities calcium deficiencies") and underwent tooth extraction ("12 teeth removed started after the birth of my 1st child"). In (B)(6) 2008, the patient experienced loss of libido ("loss of libido"). In (B)(6) 2009, the patient experienced dermatitis contact ("rashes since placement/ rash or skin condition- type: looked like I had poison ivy from head to toe itchy"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous ("miscarriage"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("leiomyoma"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage and heavy menstrual bleeding had resolved and the pregnancy with contraceptive device, abortion spontaneous, loss of libido, dermatitis contact, endometriosis, calcium deficiency, dyspareunia, weight increased, alopecia, abdominal pain, tooth extraction and uterine leiomyoma outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, calcium deficiency, dermatitis contact, dyspareunia, endometriosis, heavy menstrual bleeding, loss of libido, pelvic pain, pregnancy with contraceptive device, tooth extraction, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2008 (previously reported as (B)(6) 2008). Approximate weight at the time of essure placement 155 lbs. Patient experienced 2nd pregnancy episode in (B)(6) 2017 which was captured under case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Pregnancy test - in (B)(6) 2019: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2021: mr received-new reporter, medical history, were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia) / I bleed for 6 month straight') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included multigravida, parity 4, uterine bleeding and dysfunctional uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), loss of libido ("loss of libido"), rash ("rashes since placement"), endometriosis ("endometriosis"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and abdominal pain ("abdominal pain"), was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the pregnancy with contraceptive device, abortion spontaneous, loss of libido, rash, endometriosis, tooth disorder, dyspareunia, weight increased, alopecia and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, dyspareunia, endometriosis, loss of libido, menorrhagia, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-may-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia) / I bleed for 6 month straight') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included pregnancy with contraceptive device in (B)(6) 2017, miscarriage in (B)(6) 2017, multigravida, parity 4 (dates of birth: (B)(6) 2000, (B)(6) 2003, (B)(6) 2007, (B)(6) 2008), uterine bleeding, dysfunctional uterine bleeding and obesity, unspecified. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced calcium deficiency ("dental problems/ cavities calcium deficiencies") and underwent tooth extraction ("12 teeth removed started after the birth of my 1st child"). In (B)(6) 2008, the patient experienced loss of libido ("loss of libido"). In (B)(6) 2009, the patient experienced dermatitis contact ("rashes since placement/ rash or skin condition- type: looked like I had poison ivy from head to toe itchy"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous ("miscarriage"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("leiomyoma"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the pregnancy with contraceptive device, abortion spontaneous, loss of libido, dermatitis contact, endometriosis, calcium deficiency, dyspareunia, weight increased, alopecia, abdominal pain, tooth extraction and uterine leiomyoma outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, calcium deficiency, dermatitis contact, dyspareunia, endometriosis, loss of libido, menorrhagia, pelvic pain, pregnancy with contraceptive device, tooth extraction, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2008 (previously reported as (B)(6) 2008). Approximate weight at the time of essure placement 155 lbs. Patient experienced 2nd pregnancy episode in (B)(6) 2017 which was captured under case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Pregnancy test - in (B)(6) 2019: positive. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-dec-2020: pfs received. Event "leiomyoma" was added. Medical history was added. Essure insertion date was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia) / I bleed for 6 month straight') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included multigravida, parity 4, uterine bleeding and dysfunctional uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), loss of libido ("loss of libido"), rash ("rashes since placement"), endometriosis ("endometriosis"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and abdominal pain ("abdominal pain"), was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the pregnancy with contraceptive device, abortion spontaneous, loss of libido, rash, endometriosis, tooth disorder, dyspareunia, weight increased, alopecia and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, dyspareunia, endometriosis, loss of libido, menorrhagia, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: pfs and mr received : case was upgraded to serious incident. Previously reported event "injury to herself" updated to "abnormal bleeding (vaginal)", events- "abnormal bleeding (menorrhagia), pregnancy (stillbirth or miscarriage), miscarriage, loss of libido, rashes since placement, endometriosis, dental problems, dyspareunia (painful sexual intercourse), weight gain, hair loss, pelvic pain, abdominal pain, device ineffective, plaintiff did not undergo confirmation test", reporter, medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.